Event description:
It was reported that the implantable pulse generator (ipg) showed no diagnostic data and an incorrect implant date. An electrical reset message was shown and it was stated that diagnostic and counter data was not available, but mode and other parameters did not look to have changed. The ipg had a partial power on reset (por). It was suspected that the por was possibly related to the use of the remote monitor. The device was reprogrammed and remains in use. The remote monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a partial electrical reset. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Lead trends, thresholds, impedance readings and lead impedance counters missing data. Power on reset occurred on (B)(6) 2014. (B)(4).